Manufacturer narrative:
The complaint condition reported is currently being investigated by coopsersurgical, inc. Once the investigation has been completed a follow up report will be filed. (B)(4).

Event description:
Per customer statement " foot pedal not working". (B)(4).